Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-dec-2024. Investigation summary: bd received 50 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for deformed packaging and separation prior to use with the incident lot were observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of deformed packaging and separation prior to use were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of deformed packaging and separation prior to use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that before using bd vacutainer® ultratouch¿ push button blood collection set, the connection between the needle and the tubing was loose causing one needle to fall off, and it was also noticed that the packaging was squashed on unspecified number of devices. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® ultratouch¿ push button blood collection set, the connection between the needle and the tubing was loose causing one needle to fall off, and it was also noticed that the packaging was squashed on unspecified number of devices. No patient impact reported.